Manufacturer narrative:
Expiration date - added. Device evaluated by mfg - updated to yes. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned catheter found the distal tip and marker band were damaged and the shaft was kinked/deformed. During functional testing, the device was flushed and solution was noted to be leaking from a hole in the catheter shaft; the reported event was confirmed. Additionally, a demonstration mandrel encountered resistance due to the damage noted to catheter. Based on the available information and investigation results, it is likely the device was damaged during the procedure, limiting its performance and causing the reported hole in the catheter. As such, an assignable cause of operational context was assigned to this event.

Event description:
It was reported that during a catheterization procedure, the physician noticed a small hole in the catheter (subject device). There was no clinical consequence to the patient as a result of the event.

Event description:
It was reported that during a catheterization procedure, the physician noticed a small hole in the catheter (subject device). There was no clinical consequence to the patient as a result of the event.